Manufacturer narrative:
(B) (4). Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Information was received that reported a patient was hospitalized on (B) (6)2010 due to an incident of hyperglycemia. Per the reporter, the patient began experiencing high blood glucose two hours after dinner. At 8:00pm, her blood glucose was >500 mg/dl and she was vomiting. She was brought to the hospital. She was admitted and treated with insulin and IV fluids. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.